Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when the patient turned on the infusion device during "auto-testing", the display screen went totally blank. The infusion device was stuck in the "vibrate" test and kept vibrating. The infusion device didn't stop vibrating, so the patient took out the battery and reinserted it. No adverse event reported. Return of the suspect device was requested for evaluation.